Event description:
New information notes that there was no problem with the device, this device was previously explanted due to possible normal eri and replaced with a competitor device. During this reported event the patient had a competitor device implanted with the rv lead. No information was provided of when or why the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented for a routine generator change. No electrical anomalies were noted at initial check. The physician elected to deliver a test shock which failed to convert the patient. A second shock failed to rescue the patient so the patient received external defibrillation. Low high voltage lead impedance was observed. The physician capped and replaced the lead. The patient was stable after the procedure.